Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) had generated a fiber optic sensor failure alarm. The customer had followed all the steps to troubleshoot but were not successful in getting the fiber optic (fo) to function again. The physician assistant (pa) had disconnected the fo cable and were now transducing the inner lumen. This produced a quality arterial pressure (ap) waveform and the iabp was no longer alarming. We verified they had taken appropriate action and that the fo cable could remain disconnected as therapy continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.